Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced marked dyspareunia requiring two mesh removal surgeries, post-operative granulation tissue, vaginal discharge, visible sutures requiring trimming, vaginal pain/tightness and chronic back pain.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced injuries including, but not limited to, vaginal pain, dyspareunia, painful sexual intercourse, and the need for multiple procedures, tests, medication and medical intervention " the patient underwent "transection and partial resection of the anterior vaginal mesh arms " the patient also reported that she "had suffered, may have suffered, or presently suffered from cystocele, enterocele, hernias, rectocele, recurrent vaginal pain (pain during intercourse, as well as discomfort), urinary incontinence and uterine prolapse.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced vaginal discharge, granulation tissue which was cauterized with silver nitrate on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2011, trimming of suture ends on (B)(6) 2008, excision of suture on (B)(6) 2008, dyspareunia, sensation of a tight vagina, discomfort caused with deep palpation of firm stool in rectum, transection and resection of anterior vaginal mesh arms on (B)(6) 2010, resection of mesh on (B)(6) 2011, chronic back pain, right lateral scar band with mesh behind it, tender to palpation, atrophic vaginitis, significant tenderness of pelvic floor musculature, nonsurgical and surgical interventions.